Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Strips expired as of nov 2019. Retain testing applies to unexpired product. Retain testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. It was discovered during the course of troubleshooting that customer was testing with expired test strips. Customer further reported his glucose levels rose to 300 mg/dl and he had contact with an hcp who treated him with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.